Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 22:23:26. During night drain cycle one, the patient's ultrafiltration reading was 1780ml, indicating the home patient drained 1780ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of the problem was determined to be a use error of inappropriately bypassing the initial drain without low drain volume alarm occurring. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.